Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (approximately 250 mg/dl). Customer administered a correction bolus to treat elevated levels. Customer declined troubleshooting with tandem technical support and indicated that clinical diabetes specialist would be contacted. Customer indicated that health care provider would be consulted about temporarily reverting to injections.